Event description:
Promus element plus clinical trial. Same case as MDR # 2134265-2013-03668. It was reported that post a percutaneous coronary intervention procedure, patient death occurred. In (B)(6) 2012, the subject presented with stable angina (braunwald classification- unknown) and myocardial infarction, and was referred for cardiac catheterization. Target lesion #1 was a de novo lesion for st elevation myocardial infarction located in the proximal left circumflex artery with 80% stenosis, with a lesion length of 8 mm and with a reference vessel diameter of 2.5 mm. Target lesion#1 was treated with predilation and placement of a 2.50 x 16 mm promus element stent with 0% residual stenosis. Target lesion #2 was also a de novo lesion located in the 1st obtuse marginal with 50% stenosis, with a lesion length of 14 mm and with a reference vessel diameter of 2.5 mm. Target lesion #2 was treat with predilation and placement of a 2.50 x 16 mm promus element stent with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel 3 days post procedure. In (B)(6) 2013, the subject died.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID# 2134265-2013-03668. It was reported that post a percutaneous coronary intervention procedure, patient death occurred. In (B)(6) 2012, the subject presented with stable angina (braunwald classification- unknown) and myocardial infarction, and was referred for cardiac catheterization. Target lesion #1 was a de novo lesion for st elevation myocardial infarction located in the proximal left circumflex artery with 80% stenosis, with a lesion length of 8 mm and with a reference vessel diameter of 2.5 mm. Target lesion#1 was treated with predilation and placement of a 2.50 x 16 mm promus element stent with 0% residual stenosis. Target lesion #2 was also a de novo lesion located in the 1st obtuse marginal with 50% stenosis, with a lesion length of 14 mm and with a reference vessel diameter of 2.5 mm. Target lesion #2 was treat with predilation and placement of a 2.50 x 16 mm promus element stent with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel 3 days post procedure. In (B)(6) 2013, the subject died.

Manufacturer narrative:
(B)(4).